Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the hospital staff interrogated a patient's device and did not receive a transmission. It was noted that the patient's device was in the abdomen and it took a while to interrogate the device with the programmer. The patient was manually interrogated without incident. The patient was stable.